Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The ht bmw universal ii 190cm guide wire (gw) was used in the procedure; however, the tip separated inside the patient. Surgery was performed to removed the separated tip. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the follow up report filed, the following information was updated:it was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). The ht bmw universal ii 190cm guide wire (gw) was used in the procedure to protect the right coronary artery (rca); however, the tip separated inside the patient. It was reported that the broken end guide wire perforated the vessel and entered the mediastinum. Surgical thoracotomy was performed to remove the separated tip and the perforation was sutured during the surgery. There was no adverse patient sequela no additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: revised g2 - other report source: updated to "national medical products administration¿

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported separation. Additionally, it is likely that the subsequent treatment was related to operational circumstances. It was reported that the guide wire separated during use. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported separation. The separated portion of the guide wire was removed via surgery. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported separation or patient effect. Additionally, it is likely that the subsequent treatment was related to operational circumstances. It was reported that the guide wire separated during use. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. A cine was received and reviewed. The reviewer concluded that the cause of the fracture is unable to be determined. It is noted that the fracture appears to be very clean/straight. It is confirmed that no devices were delivered over this wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported separation. The separated portion of the guide wire was removed via surgery. The reported patient effect of perforation is listed in the hi-torque guide wires instruction for use as a known patient effect(s) of coronary procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: health effect clinical code 4582 removed, code 2135 added h11 correction additional mfg narrative updated.